Event description:
It was reported that the patient's blood glucose (bg) levels reached 18.9 mmol/l (340.2 mg/dl) while wearing the pod on the back between 36 and 48 hours. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device was received with corrosion visible on the pcb assembly. Once the pod was opened, corrosion was also observed on the commutator cap. Within the investigation, a leak test was performed. No leaks or damages were observed within the cannula sub-assembly during this test. Upon inspection of the reservoir, fluid was observed in the reservoir opposite to the plunger indicating an issue with the o-ring seal. The seal was inspected under magnification and an area of inadequate sealing was observed. Fluid leaking through the inadequate seal and then through the openings in the top of the reservoir would lead to the observed corrosion inside the pod. Fluid leaking out of the intended fluid path is confirmed to have caused improper delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.